Event description:
It was reported that during demo navio unit cannot maintain battery power. Whenever the unit is shut down and unplugged it deletes the software that is installed. The next time the unit is powered on it requires that the software be reinstalled. No patient impact.

Manufacturer narrative:
H10: the device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional evaluation could not be performed. A complaint history review found similar reports, this issue will continue to be monitored. The DHR could not be reviewed and it was not confirmed if the product met manufacturing specifications. A relationship, if any, between the subject device and the reported event could not be determined. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. A factor that could have contributed to the reported issue is a ups battery issue or a computer issue. Additional information on d10 and h3.